Event description:
Patient reported patient programmer will not communicate with neurostimulator. Patient stated neurostimulator was fully charged. Manufacturer reviewed troubleshooting procedures. Poor communication signal with both patient programmer and recharger. Suggested patient run physician recharge mode and then try to charge. Patient was instructed to have neurostimulator interrogated. Manufacturer attempting to contact hcp for follow up. A follow up report will be sent if additional information is received.